Event description:
It was reported that the scalpel was "sparking" inside the patient. No patient injury was reported.

Manufacturer narrative:
The complaint device was not returned to ascent for evaluation so a root cause could not be determined. Four attempts were made to get additional information such as device lot information and clarification on the reported event. No additional information was provided. The observed sparking could result from metal-to-metal contact between the activated blade and some other metal object. Ascent's instructions for use state: take care to avoid application of pressure between the blade and tissue pad without tissue in between them as this can result in damage to the instrument. Avoid contact with any and all metal or plastic instruments or objects during instrument activation. This is the first complaint of this nature that ascent has received.